Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It has been reported that the patient can't see their basal data on their omnipod personal diabetes manager (pdm).

Manufacturer narrative:
The device was returned and evaluated. In the case description, the user mentioned total basal and bolus records not showing up in the history. Inspection of the pdm history of the returned pdm showed complete information populated for the total basal insulin and bolus records for the date of occurrence and the days around it. Comparison of the pdm history to the .ibf file and android log files downloaded from the pdm showed all records to be consistent and accurate. No discrepancies or missing information was found in any of the records for the date of occurrence. During the investigation, the pdm was paired with an unused pod and delivered a 5 u bolus. The 5 u bolus was correctly recorded in the pdm history, as well the other records pertaining to basal program start, total insulin, and pod activation and deactivation. No issues that would result in missing pdm history were observed during the investigation.